Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the chloride electrode and performed wash line procedure on ion selective electrode (ise) module. The cse performed the calibration and ran a coefficient of variation (cv) check, which passed. The cse ran five replicates of quality controls, which were within range. The cse ran a correlation study for ise on five samples between two advia systems, which passed. The cause of the discordant, falsely elevated cl result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride (cl) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cl result.